Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no nonconformities were found.

Manufacturer narrative:
The device is currently under investigation.

Event description:
It was reported to nevro that the patient had experienced oral pain beginning approximately 6 weeks after implant. As a consequence, the nevro system was explanted. The patient was implanted for around one year prior to the explant. Subsequent follow up indicated the patient's symptoms had been reduced significantly after the explant procedure. There have been no further reports of complications.